Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were not feeling right, different from normal and stated that the device was picking up "t waves in the bottom of the heart". Reprogramming was conducted. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.